Manufacturer narrative:
Date of event: the event date was reported as an unspecified date "several weeks ago". Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a black speck by the injection port. The location was described as ¿bottom right hand corner there was a black speck visible underneath the plastic¿. This issue was identified before use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 15, 2020 - april 16, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which observed a dark particle matter on the unused membrane of the additive port assembly. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.